Manufacturer narrative:
(B)(4).

Event description:
The patient had a revision of her implantable neurostimulator pocket. She lost weight and had her device placed deeper under her skin. Additional information has been requested. A follow-up report will be sent if additional information becomes available.